Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during cycle 4. The patient's ultrafiltration reading was 1291ml indicating the home patient (hp) drained 1291ml more than their programmed fill volume of 1600ml. This information gives a total drain volume of 2891ml (1600ml + 1291ml); this meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse the next month. According to the nurse the patient's chart indicates the patient was constipated during the time of the iipv occurrence. The nurse stated the patient came into the clinic 4 days after the iipv occurrence date and complained of being constipated for several days, the patient also mentioned having draining difficulties. The nurse stated due to the constipation the patient could not drain properly. The patient reported symptoms of the overfill and constipation to the clinic 4 days after occurrence date of this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction that could have caused or contributed to the reported event of iipv. Based on review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow/no flow occurred above the min drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of over-delivery/iipv.